Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
As per the reporter the cable of the fitbone nail has perforated the infrapatellar scar 6 weeks post surgery. The wound is infected. Patient needs antibiotic treatment and possibly re-surgery.